Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during a procedure, the indigo handpiece overheated. There was a delay of a couple of minutes while a backup was located; there was no patient impact.

Manufacturer narrative:
Product evaluation: the indigo handpiece was received in service and repair. Evaluation of the device found that the collet was not locking and the drill was noisy. The device was cleaned, the collet was replaced and the device successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: a nurse confirmed that the length of time it took the handpiece to overheat was greater than 1 minute.